Event description:
Covidien disposable mini step auto suture dilator and cannula 5 mm ref# (B)(4), lot # p9m1614y, used for case. After insertion of cannula noted tiny orange seal on tip of instrument that was inserted. Seal removed and all pieces sequestered.